Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported during device change out due to normal eri, the lead was stuck in the header. Device was explanted.

Manufacturer narrative:
The reported connector anomaly could not be confirmed in the laboratory. Upon receipt, the header was severely damaged. Due to the severe damage, no testing could be performed.